Event description:
It was reported that during a ptca procedure the reperfusion balloon was pressurized with 60% contrast diluted 7:3 (contrary to IFU), used successfully and upon deflation it would not deflate properly. After repeated attempts to deflate the balloon, it appeared to become small enough to allow for it to be successfully retracted into the guiding catheter. No pt injury was reported with this event.